Manufacturer narrative:
This unit has not been upgraded to version 1.69. Customer not sure if they are sending in for repairs. This complaint is related to: MDR # 1828100-2015-00174, MDR # 1828100-2015-00176, and MDR # 1828100-2015-00177.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hemoglobin (hgb) value was drifting on the blood parameter monitor (bpm). The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequence to the pt. Per the clinical review on (B)(6) 2015: according to the perfusionist (ccp), this is an older unit (purchased around 1999) and he has seen issues with hgb accuracy lately. The color chip test is passing on boot-up but prior to the first in-vivo calibration, the bpm hgb level is 2-3 gm% higher than the lab analyzer. For example, the bpm will display a hgb of 10 gm% and the lab value is 7 gm%. After the in-vivo calibration, the ccp claims the values are close for a period of time then the hemoglobin of the bpm drifts lower than the lab analyzed value (e.g. Bpm is 8 gms% and the lab value is 10 gms%). The ccp is aware of the issue during the case and takes add'l lab samples prior to any pt treatment. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.